Manufacturer narrative:
Pc-(B)(4). Batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a roux-en-y/gastric bypass the material eroded onto the cartridge while the surgeon was manipulating it. It became detached. The tech removed it and new material was used to complete the case with no patient consequences.